Event description:
It was reported that the lead had decreasing impedances and that 39 ventricular high rate's (vhr's) were also noted. All vhr's were short, less than 10 seconds, and between 180 and 200 bpm. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.